Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. This occurred on 4 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: it is reported customer is witnessing the sleeve not retracting back to cover the non-patient needle causing blood to collect in hub.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve recovery with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. This occurred on 4 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: it is reported customer is witnessing the sleeve not retracting back to cover the non-patient needle causing blood to collect in hub.